Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article titled: continuous direct left atrial pressure intraprocedural measurement predicts clinical response following mitraclip therapy.

Event description:
This is filed to report death. It was reported through a research article titled, continuous direct left atrial pressure: intraprocedural measurement predicts clinical response following mitraclip therapy that the mitraclip devices may be related to patient death. Specific patient information is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effect of death is listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.